Event description:
The following has been reported: "the pump returned without any notes. After checked figure out that the equipment was auto turn on. Replaced the upper kit. Pm passed 2023-(B)(6)- software updated to 2.2" issue is a defective keypad. Reporting due to the referenced issue as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.